Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter with lot number 0231858594 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, and the tests passed successfully. The uson tester was used on the catheter to check for leak and flow. The occlusion test passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported steam pop and material in tip could not be confirmed through analysis. The catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a steam pop was felt during a radiofrequency (rf) ablation on the anterior wall of the left ventricle. Intracardiac echocardiography was checked and showed no issues. Additional lesions were avoided in the area where the steam pop occurred. Upon withdrawal of the sphere-9 catheter, char was visible on the device. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and video files were returned and analyzed. Log files returned from the field were viewed using the log file analysis tool. There were 12 video files returned, and the video files returned from the field were reviewed. In conclusion, the reported 'steam pop' was not confirmed based on data analysis or through the media files analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.